Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia repair procedure, plastic shavings were seen in the patient's abdomen. The customer believed the shavings might have come from a monopolar curved scissors (mcs) instrument and trocar but was unable to confirm. The surgeon removed all plastic shavings and completed the case with no other issues. The customer reportedly reprocessed the mcs instrument and put it back into their circulation. The customer reportedly did not test the cannula with a gage pin to see if anything was slightly bent. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The customer reportedly placed the mcs instrument back into circulation. Therefore, no product are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.